Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The pacemaker and the chronic leads were explanted. No additional information or patient condition could be obtained.